Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from in the clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tenaculum forceps instrument was found with a bit of wire sticking out at the tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no articulation issue with the instrument after the cable was broken, there was only one cable that was visibly protruding from the tip of the instrument.